Event description:
(B)(4) - it was reported by the daughter / caregiver that while using the 9805 hydraulic lift to transfer the mother, the lift's mast completely turned around throwing off the center of balance and tipping the entire unit over, resulting in the patient falling to the ground, and hitting the back of her shoulder on a nearby dresser. Additionally, the lift hit the caregiver's legs causing bruises on both legs.